Event description:
It was reported the patient presented for implant procedure. During surgery, the pacing impedance on the leadless pacemaker (lp) rose after fixation. The lp was implanted. After surgery, the patient became uncomfortable and began to decompensate. Electrocardiogram showed the patient's heart rate had increased. Echocardiogram and device interrogation showed normal device function. No changes or interventions were performed. The patient was in stable condition.